Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing fluctuations in the blood glucose (bg) levels (60-250 mg/dl). A correction bolus was delivered to address the high bg and glucose tablets were consumed to address the low bg. The customer believed the correction factor pump setting needed to be adjusted and was working closely with a healthcare provider (hcp). Upon follow up, the customer reported that the hcp had adjusted the correction factor and the current bg was 151 mg/dl.